Manufacturer narrative:
Reporting information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device needs repair. Information regarding specified malfunction has been requested. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the bench repair engineer assessed the device, and both device control and tests were successfully completed following the service procedure. No faults were found in the device, and it passed the self-test. The device was delivered in proper working condition. No further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no problem found. The reported problem was not confirmed.